Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0kaxs, implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that there was not a 50% or greater symptom reduction. The event cause was not determined. It was unknown if reprogramming was needed. No troubleshooting or interventions were performed. It was unknown if the patient experienced a loss of therapeutic effect. The patient did experience a loss of stimulation; this was noted as gradual. The patient was not recovered; symptoms/issue was ongoing.

Event description:
It was later reported that the patient was in the hospital the last two days prior to (B)(6) 2014 and they wanted to get an MRI of their neck/head and brain. The patient stated they were in the hospital because they had a bad headache on (B)(6) 2014 and the morning after that they woke up and couldn¿t walk straight and they were dizzy and not steady. It was noted that the patient had an echo and a cat scan done to check for issues and none were found. The patient stated that they thought they may have had a stroke but that was ruled out. The patient was feeling tingling on their neck and over to their shoulder and that had been going for about a month. The patient stated that it had gradually gotten worse. It was also reported that the patient¿s doctor had not told them that the stimulator was not the cause. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the first day or two after implant the patient was pleased but since then he was not getting result they were expecting. Patient was wondering if they were doing something wrong. The first day or two, instead of going to the bathroom 12 times a day, every 2 hours he was going every 4 hours but since then he was going every 2 hours again. The patient could feel stimulation and had tried programs 1, 2, 3, 4 and felt stim in basically the same area for all of them but had not gotten better results. A loss of therapeutic effect was noted. Also noted was stimulation in the wrong location. When the patient was driving back from connecticut he had to be careful because it (stimulation) almost hurt when he tried to put the brake on. The patient cut it back so he was fine; he knew how to use the unit. The patient has appointment on (B)(6) and no instructions. It was later reported on (B)(6) 2014 that the patient had a few questions on implant. The unit works good and all of a sudden the patient goes to the bathroom every 2 hours. The patient changes program and it works than goes back to using bathroom every 2 hours. This started about a week ago. The patient switches the programs and sometimes he feels it and sometimes he doesn't. The patient requested to know if drinking more fluids affects. The device seems to be helping empty the bladder however the patient still has frequency and goes to bathroom every 2 hours and doesn't think he should be going this much. The patient last switched programs yesterday. The patient has an appointment this coming (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.